Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:34:59 on (B)(6) 2025. At 05:54:45 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 05:56:09, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 05:56:41, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. The electrode belt was disconnected at 06:29:14 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.